Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). A pump bolus was delivered to address bg levels. During troubleshooting with tandem technical support, several resume pump alarms were noted throughout a 6 hour period of time. It was also noted that air bubbles and air gaps were in the infusion set tubing. The customer primed the air out of the infusion set and changed the infusion site. The customer was also reminded that resume pump alarms indicate insulin delivery has been suspended and could potentially impact bg levels if therapy is not resumed. Customer acknowledged.